Event description:
It was reported that balloon rupture occurred. The 92% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery (rca). A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The protector tip of the device was damaged. The procedure was completed with another of the same device, and no patient complications were reported. The patient condition was good.

Event description:
It was reported that balloon rupture occurred. The 92% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery (rca). A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The protector tip of the device was damaged. The procedure was completed with another of the same device, and no patient complications were reported. The patient condition was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was blood and contrast in the inflation lumen and the balloon was loosely folded. A pinhole was found to the balloon, located 2mm proximal from the distal markerband. Product analysis confirmed the reported burst as the balloon was found to have a pinhole; however, the reported tip damage was not confirmed as there was no damage to the tip of the device.